Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the tubing separated below smartsite while infusing unspecified chemotherapy. There was no report of patient harm.

Manufacturer narrative:
The customer complaint of tubing separated below smartsite was confirmed. Picture received by customer shows that the nitro tubing is completely separated from the distal smartsite outlet port.